Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D10: part #157448/ head/ lot # unknown. One m2a-magnum mod hd sz 48mm was returned and evaluated. Upon visual inspection the outside diameter shows wear and the lip shows scratches. There is no debris inside of the taper hole. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Medical records were reviewed and identified the following: patient has been asymptomatic, recently underwent left tha and doing well. Metal ions, cobalt and chromium levels, were extremely high with an unremarkable MRI. During the revision it was noted that there was metal staining present, trunnion showed no signs of wear, and no acetabular wear. The shell and stem well-fixed, only head replaced. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: part # unknown / unknown head / lot # unknown, part #unknown / unknown liner/ lot # unknown , part #unknown / unknown stem/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports 0001825034 -2021 -01265.

Event description:
It was reported that patient underwent a right hip revision surgery 13 years post implantation due to elevated metal ion levels. Some metal staining was noted. The shell and stem were well-fixed and left intact, and a dual mobility was placed without complication. Attempts have been made and additional information on the reported event is unavailable at this time.